Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced that day a blood glucose as low as 32mg/dl, associated with an alleged suspend issue. Reportedly, the patient discontinued pump therapy, and was treated by emergency medical personnel. During troubleshooting with customer technical support, it was revealed the pump was suspended and continued to administer insulin. The reporter was not able to provide further information during the initial complaint. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.